Event description:
It was reported that the patient experienced pain at the pocket site and stated that it caught when she moved. The plan was to schedule the patient for a pocket revision after cardiac clearance. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3777-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3777-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).